Event description:
The customer called to report a motor error alarm during the prime. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The customer also stated that she was hospitalized for diabetic ketoacidosis. The customer stated that she woke up feeling ill and later found that the tubing had disconnected during the night at the quick release. The customer was dehydrated and experienced high blood glucose levels all day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.